Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the mid left anterior descending (lad) artery. Predilation was performed with an unknown size apex balloon. During the procedure, it was indicated that the 2.25x20mm taxus liberte atom failed to cross the lesion, and a distal stent strut was noted to be raised. The procedure was successfully completed with a non-bsc stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).